Event description:
Customer reported to beckman coulter, inc. (Bec) that they received leaking co2 reagent. Customer requested replacement. Customer reported that erroneous results were not generated or reported outside the laboratory. Customer reported that no individual was treated medically due to exposure. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec is filing this report because co2 acid reagent is corrosive, may cause burns to the eyes, skin, respiratory tract and gastrointestinal tract. Strong inorganic acid mists containing sulfuric acid may cause cancer. (B)(4).